Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation and replacement from textured to smooth due to the patient concern of the implant. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, b6, d6(b), h6.

Event description:
Healthcare professional reported right side deflation. The device has been confirmed.

Event description:
Healthcare professional reported deflation and "replacement from textured to smooth due to the patient concern of the implant." This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed three openings assessed as surgical damage and an opening assessed as fold flaw opening. ¿ breast pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, observed delamination of plug strap disk shell, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, d9, h3, h6.